Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism, the guide tooth was damaged, there was tissue present on helix and apparent explant damage.